Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had a va appointment with their doctor on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for non-malignant pain, other non-malignant pain and chronic low back pain. It was reported that patient was having problems with his back and did not feel stim. Stim was not working. Patient was doing a lot of moving and leaving the house, he turns the stim on, but when he is home he does not turn it on much. Patient does not normally feel stim a lot when it is on, but he usually feels it if he is sitting or lying. Right now, patient did not feel anything. Patient knew the ins was charged. It was the one on his right side that controls his back and legs that was not working right. The one on his left side controls his neck and arms and he feels that. Patient increased stim and still felt nothing. Patient spoke to a manufacturer rep, who suggested he needs an adjustment. Troubleshooting was performed and it was noted that stim was off. Further troubleshooting did not resolve the issue. Patient increased it to the max and still felt nothing. It was reported that the issue started in february of 2018 but an exact date was not provided. Patient was redirected to their hcp. No further complications were reported/anticipated.